Event description:
It was reported that (1) device was used during a laparoscopic splenectomy. It was reported by the rep that at the start of the case, the rep and contact person were asked to instruct scrub nurse on the assembly of the lcs15 coagulating shears. The contact person instructed the scrub nurse on assembly of the lcs15. The surgeon requested the rep to stay and make sure lcs was working properly after hook up. The lcs15 was not properly assembled. The rep requested the nurse to reassemble the lcs15 at which time the lcs15 worked properly. After observing the surgeon use the lcs15 for approx (10-15) minutes, the rep returned to the room she was originally scheduled to observe in. Later, approx (25) minutes, the rep went by the surgeon's room and was informed that the pt had to be opened because of equipment malfunction. The instrument would not close and had a solid tone. There was an unk amount of extended or time.